Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected battery power loss alarm and a pump error 25. Blood glucose value was 123 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error, low battery, and power loss alarm. The power management tool confirmed power error, low battery, and power loss alarm were triggered when the battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted.